Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not able to be secured appropriately to the pump. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2014 with the following findings: visual inspection revealed that the battery compartment threads were damaged. The returned battery cap threads were found to be damaged and the ¿coin slot¿ on top of the battery cap was stripped. The returned battery cap was not able to be fully secured to the pump. Evidence of moisture contamination was found on the underside of the battery cap. A leak test was performed and a display lens leak was found. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the keypad cover was found to be torn at the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any button contacts. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.